Event description:
It was reported that the device reached end of life (eol) earlier than expected. The device was not able to establish telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached end of life (eol) earlier than expected. The device was not able to establish telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model #507645 implantable pacing lead implant date 2008-(B)(6), model #507658, implantable pacing lead implant date 2008-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.